Event description:
See initial report.

Manufacturer narrative:
H.10: through follow up communication, livanova deutschland learned that the 3t device is cleaned regularly per the instruction for use along with a tracking chart. The device is placed inside the operation theatre during use with an unknown position of the fan of the device. The estimated distance between the surgery field and the device is two or three meters.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. Within the report it is stated, that the unit has been cleaned and disinfected according to the instruction for use. The hospital has stopped using the device. The hospital has performed a lab test, which confirms the contamination with mycobacterium chimaera. The report has been provided to livanova (B)(4). There is no known patient involvement.